Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7133853/7134069.

Event description:
It was reported that patient had a poor wound closure post procedure and developed infection at the ipg site. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively, and all explanted devices were discarded by the medical facility.